Manufacturer narrative:
A site visit was made to the user facilities to investigate the source of the event. During observation, the firm's technical expert noticed that the user's protocol included the use of a centrifuge brake which has potential to multiply the stresses imposed on the device. The user agreed to allow the centrifuge to decelerate without the use of the brake. The firm provided inserts for the centrifuge cup which further reduce the shear stress on the cord blood bag. The user reported that when these procedural changes were instituted, the bag breakage occurrences ceased. Summary: the cause of the occurrence was traced to the user protocol, which allowed for higher than anticipated centrifuge-related stress on the device. When measures were taken to reduce the stress, no further instances of bag damage were reported. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during the processing of cord blood in a cord blood laboratory, that three (3) bag leaks from cell wash/infusion bag sets were noted post centrifugation. The facility¿s protocol specifies a wash at 880 g¿s using "liner" bags and the inserts designed to hold the device in place during centrifugation. In each of the occurrences a 1-2" split was observed near the bottom right hand corner of the bag¿s seam (with the bag label facing up) face up. The centrifuge was subject to a preventative maintenance check that confirmed the centrifuge to be within specification.the cord blood product in the second event was successfully salvaged.no patient sequelae were reported.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high blood urea nitrogen (bun) results on 24 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated and lower results were obtained. Amended reports were initiated on all patients. Patients treatment was not impacted by this event.